Manufacturer narrative:
Other relevant device(s) are: product ID: 37082, serial/lot #: unknown, product ID: 37082, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after insertion the lead contacts were not well positioned under the set screws. Due to the difficulty removing the lead, they chose to allow one contact to remain at high impedance. The hcp suspected a tolerance stack up issue. It was also noted that the lead-extension interfacing typically was taking over an hour.

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the extensions were successfully replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.